Manufacturer narrative:
The patient was scheduled for a lead revision procedure for a future date. The available information suggests this lead remains in service. Should additional information become available this event will be updated.

Event description:
Boston scientific crm received information that this implantable defibrillation lead exhibited fluctuating pacing impedance measurements. A latitude alert was issued due to the pacing impedance measurements increasing to greater than 2000 ohms. Noise was also observed on the rate/sense channel. The noise resulted in non-sustained ventricular tachycardia episodes. No adverse patient effects were reported.